Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, post-sensed t-wave oversensing on the ventricular lead was observed. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. The r-wave amplitude was low. Recommended programming changes will be discussed with the following physician. No further information is available.